Manufacturer narrative:
(B)(4). Batch # l53k7c. The analysis results showed that the tx60g device arrived in good visual condition and with a reload not loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the staple can't be good formation. Unknown how case was completed. There were no adverse consequences for the patient.